Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The service history was reviewed, and no data was found. A DHR review was requested from the manufacturer classic wire cut, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been 67 complaints regarding 68 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .002 per the instructions for use, the user is advised the following; inspect instrument to ensure it is in good physical condition and functions properly prior to use. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the smi-02ap's lower jaw broke/detached after passing the suture through the cuff during a rotator cuff repair surgery on (B)(6) 2020. The piece was successfully retrieved using an arthroscopic grasper. The tissue was described as not scarred or difficult to manipulate. There was a 10-minute delay of surgery. The procedure was completed as planned with a competitor device. There is no reported patient injury or impact. This report is being raised based on device malfunction with potential for injury upon reoccurrence.